Manufacturer narrative:
Exemption number e2019001. The device was returned for analysis. Visual and functional inspections were performed on the returned device. The reported inflation issue was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The outer member was stretched proximal to the proximal seal and the outer member was folded inwards at the mid lap join possibly from inadvertent mishandling. It is possible that the noted folded inwards outer member at the midlap seal contributed to the reported difficulty; however, it is unknown when this damage occurred. The investigation was unable to determine a conclusive cause for the reported inflation issue. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of this device.

Manufacturer narrative:
Exemption number e2019001. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported the procedure was to treat lesion in the right coronary artery. The 2.5x08 mm nc trek balloon dilatation catheter (bdc) was advanced to the target lesion without issue. On inflation, the balloon of the bdc failed to inflate, no leak was noted. The bdc was removed without issue and was replaced with a new nc trek bdc to complete the procedure. There were no adverse patient effects and no clinically significant delay during the procedure. No additional information was provided. Returned goods analysis noted the outer member of the bdc, proximal to the proximal seal was stretched.